Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation: method: lens work order search, medical review. Results: a lens work order search was performed and one similar complaint was found within the work order. Medical review - review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age (B)(6), acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safety of the device. Conclusions: based on the complaint history, work order search and medical review, a probable cause of the event is the off-label use of the lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm (B)(4) implantable collamer lens in the patient's left eye (os) on (B)(6) 2007. The lens was explanted on (B)(6) 2010 due to an anterior subcapsular opacity had developed. The opacity was observed on (B)(6) 2010. The cataract was removed and an iol was implanted. The patient's post-op bcva was 20/28.